Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty procedure. I received a depuy summit porous coated stem #5 std neck, porous coated cup pinnacle size 56, and metallic liner for 36 metal head and metal head of 36 mm of diameter +5 neck length. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort, a dislocation, and loosening of the acetabular component, on (B)(6) 2010, I underwent a revision of the left total hip arthroplasty. I received a 52 multi-hole cup from the depuy system, a metallic liner to accept the femoral head of 36 mm of diameter and plus 5 neck. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip areas. I also feel extreme discomfort when sitting, walking or standing for periods of time. Diagnosis or reason for use: severe rheumatoid/degenerative arthritis to the left hip. Malfunctioning of acetabular cup to the left hip.